Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer informed stryker that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.